Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that at the time of filling, the space between the cassette chambers became moist, suggesting a leak in the product. There was no patient involvement and no patient harm.

Manufacturer narrative:
One picture was returned for analysis. The resolution of the image was low, a leak was not visible, but the reported issue was not duplicated. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.